Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains in the patient. The cause of vessel¿s occlusion was unknown. The physician was not certain how this happened, however, he was not concerned about this outcome. Reportedly, there was nothing in patient¿s anatomy caused or contributed to the event. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6), 2019, this patient underwent an endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. When deploying a gore® excluder® aaa endoprosthesis contralateral leg component, it was detected that the left internal iliac artery was unintentionally covered. Reportedly, an internal iliac artery ostium was visualized with contrast and marked. The length was measured with a pigtail catheter. A correct device was selected and deployed. The physician was not certain how this happened, however, he was not concerned about this outcome. Reportedly, there was nothing in patient¿s anatomy caused or contributed to the event. The device was extended into external iliac artery to secure sufficient purchase. The procedure was successfully completed. The right internal iliac artery preserved. The patient tolerated the procedure.